Manufacturer narrative:
(B)(4)- follow up MDR for device evaluation. It was reported the needles keep falling off syringes and air or solution cannot be pushed through the needle. As a sample was not returned, a thorough sample evaluation could not be completed. A device history record review was completed for provided material number 306616, lots 2202913, 0141232 and 2153548. The reviews revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lots 2202913, 0141232 and 2153548 were inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Additional device histories were reviewed for each batch of needles used in the manufacturing of these batches. There was no documentation for this type of defect during the entire production run of these batches. Previous investigations have determined that process variations during the needle lubricant application can induce clogged needles. Several quality initiatives have been implemented in the manufacturing process to ensure the needle lubrication is applied appropriately. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd safetyglide¿ needle was clogged. 1 of 2 related files. The following information was provided by the initial reporter: will not draw up, or it will draw up but then they can¿t push out air or solution through the needle.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d.4. Medical device lot #: 2202913. D.4. Medical device expiration date: 30-jun-2027. H.4. Device manufacture date: 21-jul-2022. D.4. Medical device lot #: 0141232. D.4. Medical device expiration date: 31-may-2025. H.4. Device manufacture date: 20-may-2020. D.4. Medical device lot #: 2153548. D.4. Medical device expiration date: 31-may-2027 . H.4. Device manufacture date: 02-jun-2022. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.